Event description:
On (B)(6) 2017 it was reported to a trimed customer service representative, that four 2.5 ao hex driver's epoxy had bled after sterilizing the tray. This is the third occurence of this type of complaint this year.